Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day timeframe. We are filing these late reports as directed by the rsmb staff. The pt's back wound dehisced. The pt was treated with oral levaquin. The pt outcome was reported as "ongoing".